Manufacturer narrative:
(B)(4). If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced potential peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The patient was hospitalized with symptoms of abdominal pain and began treatment with an unspecified antibiotic for the event. Pd therapy was discontinued and the patient began hemodialysis therapy. At the time of this report, the patient remained hospitalized. It was reported that the patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During the follow up with the peritoneal dialysis registered nurse (pdrn), it was reported that the home patient (hp) had actually suffered from an abscess in an unknown location (and not the previously reported peritonitis). This condition was determined to unlikely be caused by a baxter device or disposables. The pd catheter was removed and the hp was placed on hemodialysis. If additional relevant information becomes available, a supplemental report will be submitted.